Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation. The stimulation was reproducible in clinic with atrial pacing. P wave undersensing is believed to be the cause. Programming changes were discussed. No intervention reported. The patient was stable.